Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported patient was revised due to instability of knee. Doctor noticed on x-ray, metal debris and instability in knee in sagittal view. A tab on extension body was broken. He also noticed a vast amount of metallosis and metal debris.

Manufacturer narrative:
An event regarding fracture of the tab involving a gmrs extension piece was reported. The event was not confirmed. Method & results: -device evaluation and results: device evaluation was not possible as the component was not returned. -medical records received and evaluation: medical review was not performed as no records were provided. -device history review: DHR review was satisfactory. -complaint history review: chr review confirmed that there were no other similar events reported for the lot. Conclusions: the reported fracture of the tab of the extension piece cannot be confirmed as the component was not returned and no medical records were provided. Device evaluation and review of medical records such as x-rays, operative notes and patient history, are required to determine a root cause.

Event description:
It was reported patient was revised due to instability of knee. Doctor noticed on x-ray, metal debris and instability in knee in sagittal view. A tab on extension body was broken. He also noticed a vast amount of metallosis and metal debris.